Manufacturer narrative:
(B)(4). This is a report of a use error, where a home patient did not securely tighten a connection between the patient line and the transfer set. The patient then also reconnected these lines to continue therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient line of a cassette disconnected from the transfer set and leaked. This occurred while the patient was asleep and the patient reconnected the lines to continue therapy after the disconnection. The home patient stated that they believed they did not tighten the connection securely. There was no patient injury or medical intervention associated with this event. No additional information is available.